Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line extension was connected after priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy, the caregiver (cg) had disconnected the patient, connected the patient line extension, and then reconnected the patient. The technical services representative reviewed proper procedures with the cg and assisted the cg to end therapy. The cg planned to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.